Event description:
(B)(6), rn, after initiating IV access in a patient, placed the needle in the plastic wrap off to the side while she finished securing the IV. She then grabbed the plastic wrap with the needle inside to discard. The safety mechanism, on the tip of the needle failed and the needle punctured the plastic wrap and (B)(6) finger. The patient was known to have hepatitis b and c. The patient tested negative for hiv.